Event description:
It was reported that the alarm message ¿venous bubble sensor defective¿ was displayed. The failure occurred during treatment. Before the clinician could replace the sensor, the alarm message was cleared automatically. The venous bubble sensor was replaced as a precautionary measure and treatment was continued. No harm to any person has been reported. A bubble sensing failure could lead to a pump stop if the interventions were set by the user. Additionally, bubble sensor defective alarm could lead to a zero flow mode. Therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
No patient information is available. The cardiohelp device will be investigated in the repairs depot. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the alarm message ¿venous bubble sensor defective¿ was displayed. Before the clinician could replace the sensor, the alarm message was cleared automatically. The venous bubble sensor was replaced as a precautionary measure and treatment was continued. The failure occurred during treatment. No harm to any person has been reported. A bubble sensing failure could lead to a pump stop if the interventions were set by the user. Additionally bubble sensor defective alarm could lead to a zero-flow mode. Therefore, a report is required. No patient information was provided. A getinge field service technician (fst) was sent for investigation. The customer has not requested for the cardiohelp to be serviced by a getinge service technician. Therefore, no repairs were performed, and no parts were replaced. As the customer has not requested the repair of the cardiohelp device, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information: - wrong bubble sensor information, - influence due to other ultrasonic devices (e.g. Flow sensor), - bubble sensor defective / disturbed, - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on 2026-01-08 for the period of 2015-08-10 to 2025-11-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-08-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "ven. Bubble sensor defective" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).